Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with a corneal infiltrate of the right eye following bandage contact lens removal one week following photo refractive keratectomy. The patient reported discomfort and hazy vision. Additional information received, the patient developed microbial keratitis one week following treatment which was treated with antibiotic and has since resolved. The patient is reported as happy and vision is improving.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments on this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).